Event description:
A customer reported a delivery delay with a replacement adc meter. The replacement device was issued as customer had reported a precision reading issue. Due to delivery delay, customer reported an adverse event in which they experienced difficulty breathing, seizure, and loss of consciousness. The customer was treated with glucose injection by a healthcare professional. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a delivery delay with a replacement adc meter. The replacement device was issued as customer had reported a precision reading issue. Due to delivery delay, customer reported an adverse event in which they experienced difficulty breathing, seizure, and loss of consciousness. The customer was treated with glucose injection by a healthcare professional. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The DHR for the optium xceed meter was reviewed and the DHR for the optium xceed meter passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.